Event description:
Customer reportedly obtained results of 5000mg/dl and approx 120 mg/dl on the advantage sys within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent. Although customer alleges device read 5000mg/dl, the advantage meter only has 3 digits available.